Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017 -failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using six proglide devices relative to a bilateral iliac stent interventional procedure. A femoral angiogram was not taken. Reportedly, the suture was not attached when the plunger of all six proglide device was pulled back. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that femoral angiogram was not performed. It should be noted that the proglide instructions for use (IFU), access site and puncture considerations section states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and / or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram performed contributed to the reported needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.